Manufacturer narrative:
There was no zib6-125-5-0-80 device of lot c843403 in stock at the time of the investigation. A document based investigation was carried out as the device was implanted in the pt and therefore was not available to be returned for eval. The complaint info stated that user of the device had the following issue: "after the procedure on (B)(6) 2013 the pt complained of leg pain. The pt had gotten out of bed and moved around and stated the pain was unbearable. The pt was taken back to the operating room when the physician did an angiogram and noticed the stent had thrombosed. The physician put on drip and lysing the thrombosis. The physician ended up placing a covered stent for viabahn. During the angioject/lysing particles were blown down the vessel and the physician treated the cath so blood flow was restored." As the device was not returned, therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. An image of pre and post procedure was provided in trackwise. The following comments based on the images were provided: "upon review of the provided images, it seems that a very likely possibility of the stent occlusion in question is a dissection just distal to the stent. The dissection may have opened up post procedure causing the vessel to occlude." Based on the imaging review provided occlusion could be confirmed. The following info was provided: "the physician noted the pt required an abnormally large amount of heparin during the case." (B)(4). A review of the mfg records for zib6-125-5-0-80 devices of lot c843403 did not reveal any discrepancies that could have contributed to this issue. A review of the 2 yrs complaints history for zib6-125-5-0-80 devices revealed no other complaints in relation to this issue - "thrombosis". Therefore this represents an isolated occurrence for this rpn and product family over this time frame. No corrective action is warranted at this time. From the info provided, the pt is doing fine after the procedure and is being monitored. The overall risk has been determined to be moderate. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.

Event description:
After the procedure on (B)(6) 2013 the pt complained of leg pain. The pt had gotten out of bed and moved around and stated the pain was unbearable. The pt was taken back to the operating room when the physician did an angiogram and noticed the stent had thrombosed. The physician put on drip and lysing the thrombosis. The physician ended up placing a covered stent for viabahn. During the angioject/lysing particles were blown down the vessel and the physician treated the cath so blood flow was restored. The physician noted the pt required an abnormally large amount of heparin during the case. The pt is doing fine post procedure. Pt is being monitored.